Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from multiple cartridges due to user error. Customer's blood glucose level was not impacted. Cartridge changes were performed resolving the issue.